Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977c265, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 26-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for unknown indication. It was reported the patient only gets right sided coverage and still has pain in her low back. Impedances were checked and were all within normal limits. Paresthesia mapping was done to confirmed only right sided coverage despite attempting to program to the left as much as possible. The patient was given a new program to try to get coverage slightly further up and left (closer to area of pain) than previous program. It was unknown if the issue was resolved. No further complications were reported/anticipated. Additional information received from the manufacturing representative (rep) indicated that the patient had reported right side coverage only since the time of their post-op appointment. They added that the patient¿s implant date was on (B)(6) 2018, but they are unsure when the post-op appointment was. The rep stated that the cause of the patient only getting right side coverage was most likely due to the placement of the paddle lead, which appears to be right of midline. They mentioned that the issue has not been resolved, but the patient was able to get more central coverage (not left side) after their most recent reprogramming. The event was confirmed with the physician. No further complications were reported or anticipated.